Event description:
It was reported that the pump was replaced due to "expected end of life soon." The catheter was also replaced as the hcp questioned a possible break, tear, or hole in the catheter. No pt symptoms were reported. The pt recovered without sequela. The pump was used to deliver lioresal. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed. This report was submitted late by the MFR rep, retraining has been conducted.